Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received a temperature alarm while outside in the hot sun with the pump positioned underneath clothing. The customer removed the pump from the high heat situation and cleared the alarm. Insulin delivery was resumed. The customer could not recall if the blood glucose level was impacted.